Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 587 mg/dl, "hi" (> 600 mg/dl), and 252 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.